Event description:
(B)(4). At first my periods were severely heavy and so painful that I could not get out of bed other than to go to the restroom. After trying different birth controls to try to get the bleeding under control and a year of failed medications, I stopped taking them because I was so sick and having severe headaches which I thought were a side effect from the birth control.. Turns out it wasn't that at all because the headaches continued. In (B)(6) 2013 my body then decided that it was no longer wanting to have a monthly menstrual cycle and because I was (B)(6) at the time my doctor stated that I was entirely too young to not have periods I had to start a progesterone pill to force my body into a cycle.